Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/22/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported this occurred at least three times, and one of them broken after three stitches. When were the other 2 sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. How many devices demonstrated the alleged deficiency? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomosis procedure on an unknown date and suture was used. During vascular anastomosis, the suture was broken after three stitches. This occurred at least three times even after the needle was changed. (It happened even after 2 packages were opened.) This event was found before use. It was not a control release needle. Another lot of products was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: it was reported this occurred at least three times, and one of them broken after three stitches. When were the other 2 sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient - how many devices demonstrated the alleged deficiency? Three investigation summary the product was returned to ethicon for evaluation. Five unopened samples were received for analysis. The product code epm8742 is multistrand and contains two strands per packet. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.